Event description:
It was reported that the pump battery was depleting quickly, and that the insulin gauge was inaccurate. Additionally, it was reported that the battery gauge was fluctuating resulting in the pump shutting down. The customer's blood glucose level was 268 mg/dl. Customer declined to troubleshoot with tandem technical support, therefore no additional information could be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.